Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the motor drive unit did not seem to be able to drive the disposable hand piece. The procedure was successfully completed with the same motor drive unit with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The eval could not duplicate the reported symptom. The eval verified that the stall feature worked properly, the alignment was good, and the unit cycled properly in both directions at low and high speeds. In addition, a review of the device mfg records was conducted, and the device met all finished goods release criteria.